Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly: during the implantation procedure, after screwing the ventricular lead, the pacemaker did not pace during about 20 seconds. When putting the pacemaker in the pocket, it started pacing after 5 seconds. The physician took the pacemaker out of the pocket and it was pacing intermittently. Then he put it back inside the pocket, and the pacemaker was pacing normally. Without cardiac rhythm for a prolonged period of time, the patient was semi-unconscious.

Event description:
Reportedly: during the implantation procedure, after screwing the ventricular lead, the pacemaker did not pace during about 20 seconds. When putting the pacemaker in the pocket, it started pacing after 5 seconds. The physician took the pacemaker out of the pocket and it was pacing intermittently. Then he put it back inside the pocket, and the pacemaker was pacing normally. Without cardiac rhythm for a prolonged period of time, the patient was semi-unconscious.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly: during the implantation procedure, after screwing the ventricular lead, the pacemaker did not pace during about 20 seconds. When putting the pacemaker in the pocket, it started pacing after 5 seconds. The physician took the pacemaker out of the pocket and it was pacing intermittently. Then he put it back inside the pocket, and the pacemaker was pacing normally. Without cardiac rhythm for a prolonged period of time, the patient was semi-unconscious.